Event description:
The customer reported that they do not get the "charge" text on the screen above the #2 button. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated at philips. The symptom was clarified as the #2 soft key title would not appear on the screen, and the soft key would not respond when pressed. The issue was localized to the bezel assembly. The bezel assembly was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.